Event description:
My husband, (B)(6) (age 68) used the philips dream station CPAP machine for about 2 years before it was recalled. He was diagnosed with non-small cell lung cancer with a 7.8 cm mass and died 6 months later. He never smoked. On (B)(6) death certificate it was stated that he had the cancer about 1 year at death. It took him very fast. Manufactured 08/05/2019.